Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that upon investigation of the log files, it was found that on (B)(6) 2025, from 18:01:41 - 18:02:01, a driveline disconnect alarm was captured. As a result, the pump speed dropped to 0 rpm at 18:02:01. Concurrently, lvad_off alarms were also active from 18:01:41 - 18:02:04. The pump ramped up to the set speed by 18:02:05.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event that appeared consistent with electrostatic discharge (esd). Additionally, review of the log files confirmed a driveline disconnect alarm and subsequent pump stop event; however, a specific cause for this finding could not be conclusively determined through this evaluation. The system controller event log file contained events from (B)(6) 2025, per the timestamps. A pump stop was captured on (B)(6) 2025. The pump stop lasted less than 5 seconds and appeared consistent with the pump resetting due to an esd event. The pump had no difficulty ramping back up to speed shortly after the pump stop. The file also captured a driveline disconnect alarm and subsequent pump stop on (B)(6) 2025. The driveline appeared to be reconnected approximately 20 seconds later, and the pump ramped back up to the set speed without issue. No other notable pump events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Chapter 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This chapter recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Chapter 6,"patient care and management¿, warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This chapter also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Chapter 7, "alarms and troubleshooting", describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 of the patient handbook, ¿introduction¿, warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4, "living with the heartmate 3", contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. No further information was provided. The manufacturer is closing the file on this event.